Event description:
Pt utilizing cadd-1 infusion pump for continuous flolan administration. While pump was in pouch, the battery door came off and the battery fell out. Infusion stopped for an undetermined length of time. Pt progressively became fatigued and short of breath until problem discovered.